Manufacturer narrative:
Concomitant therapy date is not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Extraction set was requested for removal of a screw that broke post-operatively. While attempting to remove the broken screw the extraction bolt broke. Because there was no longer any hold on the screw once the extraction bolt broke, removal of the screw was aborted. One screw remains implanted in the patient. Surgery was delayed approximately 60 minutes. Concomitant device reported: screw (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Patient information: height is (B)(6) centimeters. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All fragments were removed from the patient. Impact was enlarged bone window with embrittlement of the femur.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was report that the extraction bolt for 6.5mm and 7mm screws from the screw extraction kit broke on an unknown date. It is not known when the complaint condition occurred and if there was procedural and patient involvement. There was no report of patient harm or surgical delay. This report is 1 of 1 for (B)(4).